Manufacturer narrative:
Concomitant medical products: 459888 lead, implant date: (B)(6) 2016; 6935m62 lead, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and dislodgement was suspected. It was found hanging in the superior vena cava on recent x-ray post valve repair. The ra lead was capped and replaced, as a result of tissue holding the lead in the upper vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.